Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the flow sensor and/or the analog interface (ai) printed circuit board (pcb). The customer called back to inform that the ai pcb was replaced and it resolved the issue. The device passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an error message, and became inoperable. The patient was transferred to another ventilator without harm.